Event description:
Cardiologist was performing a cardiac catherization procedure with left atrial appendage closure using the watchman 33mm device with the watchman tru-seal access system. The sl1 guide wire was advanced into the left atrium. The watchman delivery sheath was advanced to the same area. A 6 fr. Straight pigtail was advanced through this sheath and positioned into the left atrial appendage. Position was confirmed with angiography and transesophageal echocardiography (tee). A 30mm watchman was then placed through this system and placed in the appendage. The device did not seal adequately, so it was retrieved and a 33mm watchman was placed. However, upon deployment of the 33 mm, the device "popped" out of the appendage. Attempts to retrieve the 33mm watchman back into the deployment sheath were unsuccessful. It appeared the sheath was damaged preventing retrieval. The provider attempted to stiffen the sheath using a 0.14 and a 0.18 wire up alongside the device to no avail. Cardiothoracic surgery was consulted, and the patient was taken to the operating room for surgical removal of the watchman. A cardiac angiogram was performed prior to the sternotomy to evaluate the coronary artery function. The 33mm sheath and device were retrieved. The patient is recovering and is still hospitalized. The end of the deployment sheath appears "crumpled" or "accordioned" at the end. Manufacturer response for cardiac, watchman (per site reporter). Representative notified by cath lab manager.